Event description:
It was reported by a customer on (B)(6) 2010 the fiber tip burned at 338,814 joules. No pt injury was reported.

Manufacturer narrative:
The info regarding this complaint was received on (B)(6) 2011 which indicated that an MDR was required.